Event description:
Caller reported intermittent occlusion alarms which led to the customer's blood glucose level exceeding normal limits with a reading marked "high." The customer responded to the high blood glucose level by performing a correction injection via multiple daily injections and did not require third-party assistance. Despite experiencing multiple occlusion events, the customer resolved the issue by changing the cartridge and resuming insulin use.